Event description:
Procedure type: rectopexy. According to the reporter: when firing on the rectum, the device was stuck in the middle. The device could be released. Additional resection of the tissue was done and another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. No tissue was damaged. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).